Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in fungal peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further described. The patient was hospitalized on the same day as onset of the peritonitis. On the same date as onset, the patient was treated with cefazoline (intraperitoneally, 2gram per day) and gentamycin (intraperitoneally, 80milligram per day) for the event. Treatment with cefazoline and gentamycin was discontinued six days after it was started. One day later, the patient began treatment with vancomycin (intraperitoneally, 1gram per day) and amikacin (intraperitoneally, 300milligram per day) for the event. Nine days later, treatment was discontinued and the patient was discharged from the hospital. At the time of this report, it was unknown if he patient had recovered from the peritonitis event. It was unknown if the patient was retrained on aseptic technique. It was reported that dianeal therapy was discontinued on the day of discharge. Additional information was requested but is not available.